Event description:
It was reported by the patient that they were told by the doctor that the ¿lead is not connecting¿. It was later reported by a patient representative that one of the patient¿s leads was ¿disconnected¿ and ¿came off¿ in mid-(B)(6). The lead remains in use. No patient complications have been reported as a result of this event. "Ccm". Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).